Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a check settings alarm and data was lost after battery change. Customer's blood glucose was 196 mg/dl. Customer reported that insulin pump was exposed to MRI. During troubleshooting, alarm history showed a motor error alarm and a motor position encoder error alarm. Customer was advised that insulin pump would need to be replaced.